Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. Transducer p2 failed high pressure test during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, outside the patient, the control unit dyonics 25 has overpressure. No surgical delay. It is unknown how the procedure was finished. Patient injuries were not reported.